Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review concluded this was an isolated event. A review of the instructions for use found precaution to ensure the adequate flow and circulation of saline. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the customer provided image shows damage insulation. Visual inspection of the device showed minimal erosion of the screen/electrodes, some contamination around the tip, and damage to the return shaft insulation. The device was connected to a known good controller and the wand was tested at default and maximum settings which revealed that the device performed as intended. The suction line performed as intended. The complaint is confirmed. Factors, which may have contributed to the reported complaint include: 1) the device coming into contact with another metallic object during activation 2) insufficient saline solution which may cause plasma etching. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopy, the plastic on the shaft has dissolved after one minute of use. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.